Manufacturer narrative:
Na

Event description:
Medical center rep observed a surgery and during drilling, the surgeon noted that the profyle drill bent. It seemed that the drill is very soft and brittle.